Manufacturer narrative:
A ge service representative evaluated the system and reloaded software. System operates as intended.

Event description:
The customer reported the system intermittently displayed an error requiring a reboot of the system. No patient injury was reported.